Manufacturer narrative:
On 02/16/2016 11:06 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Cs-cpl-2016-00048; (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal delivery system was pulled out and the seal was left in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal delivery system was pulled out and the seal was left in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.